Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a skin reaction that consisted of red little bumps and a rash with itching and burning sensations under the entire sensor patch on the abdomen. She also had a small lump at the sensor wire puncture site. She felt weak, had a fever, chills, and thought she had covid. She went to the emergency room (ER) where personnel determined she did not have covid; tested (B)(6) for a (B)(6) infection and was admitted. The source of the (B)(6) was the sensor wire puncture site. A PICC line was inserted and she received IV antibiotics. She could not remember the exact name of the antibiotic. After seven days, she was discharged home where she continued IV antibiotics once a day for 4 additional weeks until the infection resolved. At the time of the report, the patient was doing fine. No additional patient or event information is available.